Manufacturer narrative:
The intraocular lens was not implanted. (B)(4). Device evaluation: product testing could not be performed because the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had an intraocular lens (iol) that appeared defective when she was performing her case. The doctor said it did not appear to have occurred when the iol was placed in the inserter. There was no patient contact. During follow up, the customer reported that there was a mark on the iol. No additional information was provided to johnson and johnson surgical vision, inc.